Event description:
It was reported that the customer was hospitalized for low blood glucose. Three days later, the customer was hospitalized for hyperglycemia. The customer stated that she was unconscious. The customer treated herself with insulin through the day. The blood glucose reading was over 1000 mg/dl. The customer stated that the insulin pump was not functioning, and the battery was changed, even though the charge showed that it was full. The customer stated that the doctors diagnosed her with an infection in her blood. The customer stated that she had a constant low battery alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.